Event description:
It was reported that the physician's handheld was not always responding to tapping on the screen when trying to interrogate. It was reported that this has been occurring for approximately two weeks. The physician was given a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The handheld and flashcard was received for analysis. Analysis of the handheld was completed on (B)(4) 2014. The serial cable was not returned for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
The physician's office reported no issues with the new replacement tablet and existing wand. Good faith attempts for product return of the handheld device have been unsuccessful to date. The handheld device has not been received by the manufacturer to date.